Event description:
The original part number from oratech is 815000-06ce. From s&n legal dept. We have a case in which an oratec vulcan electrothermal generator, serial number (B)(4), control number 0009 was used and a patient suffered burns. The generator was placed right back into use, and has been in use ever since (for years). We are certain this is an issue of improper grounding pads being used. Serial number is not in our sap system since it was mfg at oratech before s&n acquired the company. Unknown mfg date.

Manufacturer narrative:
(B)(4): the unit was placed back into service withou being returned for evaluation.(B)(4).